Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had fluctuations battery voltage. The voltage dropped and then increased again. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was not returned, however, analysis of the device memory indicated a sudden voltage drop and subsequent recover coinciding with interrogation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.